Event description:
Medical center called that the calibration check strip test beeps reading "hi" troubling by phone confirmed this. The device was replaced and the defective one returned for investigation.